Event description:
During a premature ventricular contraction ablation procedure, connection issues resulted in a procedural delay. The catheter was connected to the tactisys system but it was noted that the catheter was unable to show a force reading. Troubleshooting included attempting to disconnect the fiber optic portion of the catheter, but the fiber optic was unable to be removed. The catheter was removed from the patient and the lever was depressed using forceps and another attempt was used to remove the catheter to no avail. Multiple attempts were made to remove the fiber optic cable and eventually pliers were used to remove the fiber optic cable. A new tactisys quartz was connected and a new catheter was connected to the dws, which resolved the issue. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. Corrected data: d3, d4, h4. One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported contact force issue and physical connection issue could not be confirmed. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The optical connector was able to be connected and disconnected from the tactisys with no anomalies noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report includes corrected device manufacturing information.